Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the patient was having some leaking still. The healthcare provider was able to program the impedance. Not sure what was causing the impedances. Patient was getting average therapy results, at approximately 50% reduction of symptoms.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va01mcp, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2013, product type programmer, patient. (B)(4).

Event description:
It was reported that a patient had a replacement done, impedance was ¿always low¿ and the impedance was less than 50 ohm. The patient¿s physician wanted to know what he should be thinking about regarding a cause and what he should do. It was later reported that the physician was trying to program around the electrodes with the impedances. The patient was in for a programming session because she was complaining of symptoms again. The physician said the programming showed there were impedances and was not sure why. Additional information has been requested but was not available as of the date of this report.